Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was vibrating despite the alerts and alarms settings being set to annunciate an audible tone. Additionally, the pump indicated a data log corruption. Blood glucose was 389 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged speaker issue was verified. Additionally, based on the analysis, the alleged data error alert could not be verified.